Event description:
Olympus was informed that during a laparoscopic hysterectomy, the probe on the thunderbeat hand instrument broke off at the proximal end and fell inside the patient. The broken probe was immediately retrieved from the patient with the use of grasper forceps. The procedure was completed with a different but similar instrument. It was noted that during the procedure the probe came in contact with the metal jaws of the forceps. There was no patient injury reported.

Manufacturer narrative:
The thunderbeat hand instrument was not returned to olympus for evaluation as it was discarded by the user facility. The exact cause of the user's experience cannot be conclusively determined due to the absence of the device to investigate. If additional and significant information becomes available at a later time, this report will be updated.